Manufacturer narrative:
The investigation for the console (aic) battery failure alarm and the pump stop has been completed. Data logs were reviewed which confirm that there was unexpected controller shutdown of the console on the day of the complaint. Leading to the shutdown, there were numerous sau_powermod_1 errors as sau_motor_1 errors. The console was visually inspected in the lab with no revelation of an anomaly to the internal circuitry of the console. The console was run at maximum p-level for more than 4 hours in unsuccessful attempt to recreate the complaint failure. The root cause for the unexpected controller shutdown could not be determined due to the failure not being able to be reproduced. Due to the shutdown, the pump was momentarily stopped but then automatically restarted back to its prior p-level (speed). There was no evidence in the logs for a battery failure alarm. F6/f8 should have been left blank in the initial report. H6 med dev prob code 2880 changed to 2885.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient undergoing coronary artery bypass was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) seemed to shut off without any incident. The aic restarted seconds later. The patient was slightly hypotensive but did not require any intervention and was stable after restart. The aic was exchanged.